Event description:
The device was implanted on 3/21/96 for amikacin infusion to the hip. On 10/23/96, the MFR received a response to a device tracking polling letter from the pt who states that the device was removed on 8/3/96 due to infection at the device site with proteus.

Manufacturer narrative:
Further correspondence from the physician's office, on 11/25/96, states that the device was implanted on 3/21/96 for an infected prosthesis. It additionally states that the patient was intially treated with the prosthesis in situ, but ultimately had the prosthesis removed. In august 1996, the patient developed fevers. At that time, she was growing a new organism out of her hip and the device pocket. The device was then removed. The physician states that since the patient had the device in for a number of months, and did not have any problems, he strongly suspects that because the hip continued draining, the patient developed a secondary infection in the hip, which secondarily infected the device. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was also performed on similar incidents involving this catalog number and has not identified any trends. Based on the information available, this event appears to be attributable to physiological circumstances and not to be device or a device malfunction. No further information is available. The facility will be notified of co's review of this incident. The MFR is now closing the file on this event. 11. Corrected data: under section b4, the date of this report was incorrectly reported as 11/21/96. The correct date of this report is 10/23/96. Under section f8, the date of this report was incorrectly reported as 11/21/96. The correct date of this report is 10/23/96.